Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell one. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm. The hp explained their set up and the tsr instructed to check the supply bag for leaks and the connection. The hp did not find anything wrong and the tsr advised the hp to start over with all new supplies. The tsr assisted the hp with removing the set up. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.